Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The event happened during testing at the biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'low downstream/ false downstream occlusion alarm which was reproduced during service. A review of the event history log identified 'downstream occlusion!' Messages. The cause was determined to be a failed force sensor upon performing downstream occlusion testing. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.